Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted without incident. The battery was switched on because the patient was going to be moved to the intensive care unit (ICU) from the cath lab. The battery did not function and as a result, the ac cord was used in the ICU. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.